Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the aiming arm was received with the attachment knob assembled. The knob was securely attached to the threaded post and the threaded post was captured in the hole as designed and could not be removed. The aiming arm could be attached to an insertion handle and the attachment knob functioned as intended. The black anodize coating is scraped, nicked and worn on all the corners and edges of the arm and the attachment knob. The edges of the through hole for the helical blade are worn and the black anodize has a lot of scrapes inside the hole. The release button functions as intended. The complaint condition did not exist on the returned device and it functions as intended. Therefore, this complaint is deemed invalid.

Event description:
It was reported that during an orif left hip, the knob on the 130 degree aiming arm popped off while trying to tighten onto the construct. The sales consultant was able to temporarily fix it by using a mallet to tap it back on. The surgeon completed the procedure with no further incident.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(6) 2012. Placeholder.